Event description:
It was reported to boston scientific corporation that a cre balloon dilatation catheter was used during an esophageal dilatation performed on (B)(6) 2011. According to the complaint, during the procedure, the balloon was advanced to the stenosis reign and attempted to be inflated, however, the balloon would not inflate. It was confirmed that the balloon never inflated and that there was not damage to the balloon. However, preliminary investigation results revealed that the balloon was torn longitudinally. As the scope was past the area of stenosis, the procedure continued without complications. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient age, gender, and weight are unknown. However, it was reported the patient is over 18 years. (B)(4) for the reported event of balloon torn material. Visual evaluation of the returned complaint device revealed that the balloon was torn longitudinally. Inspection of the catheter of the device revealed no issues. Although, the customer reported there were no visible issues to the balloon, through investigation results a longitudinal tear was found, causing the balloon to not inflate. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot.